Event description:
The customer reported that during the cooling phase of an ivtm therapy, the zoll loaner thermogard xp ivtm system (sn (B)(6)) displayed "air trap" and "saline empty" alerts. The customer stated that the alarms must have happened due to condensation on the console's air trap chamber. The customer also complained about the slow cooling rate of the patient. Zoll provided the customer with another loaner thermogard console to continue and complete the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that "thermogard xp ivtm system (sn (B)(6)) displayed 'air trap' and 'saline empty' alerts" was confirmed in the system's event log data but not confirmed during functional testing at zoll. The reported alarms were not replicated during testing, and the thermogard ivtm system functioned as intended. The root cause of the alarms observed by the customer was most likely caused by excessive condensation on the air trap chamber during the cooling phase of the treatment. Visual inspection of the thermogard console showed no physical damages or anomalies. The system's event log showed multiple "alert_saline_empty" (2.5) and "alarm_air_trap_warning" (1.5) occurred on the reported event date, confirming the customer's reported complaint. Also, the event log data revealed a couple of mid:09 (air trap assembly) error messages on the reported event date, unrelated to the customer's reported complaint. These alarms/errors indicate that the air trap sensors could not accurately read the liquid level inside the air trap chamber due to the excessive condensation on the surface of the chamber during cooling. The thermogard console passed initial functional testing without any fault or error. The air trap sensor block recognized the filled air trap simulator, and the thermogard system successfully passed subsequent tests. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.